Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 02451, 0001825034 - 2019 - 02452, 0001825034 - 2019 - 02453, 0001825034 - 2019 - 02454, 0001825034 - 2019 - 02455. Concomitant medical products: primary di# 00880304674998 , 151847, oss 23cm tapered diaph segment lot 370180. Primary di# 00880304674943 , 151842 oss 13cm tapered diaph segment lot 294250. Primary di# 00880304239630 ,150442 oss non-mod prox tib 7cm15x150 lot 024600. Primary di# 00880304239609, 150439 oss non-mod prox tib 7cm 9x150 lot 608940. Primary di# 00880304239609, 150439 oss non-mod prox tib 7cm 9x150 lot 108790. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.